Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.